Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, the pump was returned with a crack in the battery compartment starting at the threads to the left of the grip down to the seal. The threads on the battery compartment were stripped and were unable to fit. The intermittent power was duplicated during investigation. The battery cap was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring. The battery cap coin slot was damaged and the cap was difficult to remove. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.